Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37791, lot# serial# unknown, product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient had been experiencing discomfort while recharging. The patient reported that the first 4-6 weeks after receiving their implant things were fine, but that in the last several weeks their recharger antenna and implantable neurostimulator (ins)had been getting hot after about 15 minutes of recharging. The patient additionally noted that during recharging they feel a shocking sensation down their side. There were no falls or trauma noted to have occurred.